Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the patient return for an x-ray as part of follow up and it was identified that the implant was fractured. A revision surgery was arranged and performed on (B)(6) 2023. Upon removal, the implant was found to be fractured and 2 other devices were found to be scratched. Pinnacle porocoat multihole coating scratched off surface. Altrx liner cracked ceramic head surface scratched. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachments "img_6274.jpeg, img_6273.jpeg and img_6272.jpeg". Visual analysis of the photo revealed that the rim of the altrx +4 10d 32idx50od has fractured and some anti-rotation device (ard) tabs had sheared off, fragments cannot be observed on the provided photos. Signs of deformation were also found on the edge of the liner. Based on the observations of the liner and the involved ceramic head it can be concluded that a disassociation event occurred between the acetabular cup and poly liner. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [122132150 / jh3967] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122132150 / jh3967] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device [122132150 / jh3967] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the patient return for an x-ray as part of follow up and it was identified that the implant was fractured. A revision surgery was arranged and performed on (B)(4) 2023. Upon removal, the implant was found to be fractured and 2 other devices were found to be scratched. Pinnacle porocoat multihole coating scratched off surface. Altrx liner cracked ceramic head surface scratched. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachments "img_6274.jpeg, img_6273.jpeg and img_6272.jpeg". Visual analysis of the photo revealed that the rim of the altrx +4 10d 32idx50od has fractured and some anti-rotation device (ard) tabs had sheared off, fragments cannot be observed on the provided photos. Signs of deformation were also found on the edge of the liner. Based on the observations of the liner and the involved ceramic head a disassociation event between the liner and cup was able to be confirmed. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx50od would contribute to the complained device issue. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient return for an x-ray as part of follow up and it was identified that the implant was fractured. A revision surgery was arranged and performed on (B)(6) 2023. Upon removal, the implant was found to be fractured and 2 other devices were found to be scratched. Pinnacle porocoat multihole coating scratched off surface. Altrx liner cracked. Ceramic head surface scratched. Doi: unknown. Doe: (B)(6) 2023. Affected side: unknown.